Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure when inserted the screw the tip was broke. All the pieces were removed from the patient. A backup device was available to complete the procedure and no patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.